Manufacturer narrative:
The device was not returned to olympus and will not be. The olympus representative (rep) inquired if the maj-1430 video scope cable is connected to cv-190, and was told it is. The rep instructed the customer to power off the cv-190/clv-190, remove the maj-1430, connect a 190 scope, then power on. After doing so there was no error and had an image. The rep then instructed the customer to power off the cv-190/cv-190, remove video scope cable, connect scope, then power on. The customer then had an image and no error. The issue was resolved with no return. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center is getting an e315 scope err unsupported scope and no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to the effect of the maj-1430 or an issue with the scope. Olympus will continue to monitor field performance for this device.